Manufacturer narrative:
Visual evaluation was conducted upon arrival of the console. No damage or defect was noted. The device powers up and software boots normally. Unit functioned within all specifications. The evaluator was unable to cause power loss; boot load problems. Numerous attempts were made to induce the failure, including turning the console on and off a number of times; however, console functioned within all specifications. The probable cause for the failure is that the power cord was not fully engaged in (plugged into) the console resulting in loss of connection during use.

Event description:
Per the information provided, two priming attempts were required for the system to prime successfully. Twenty (20) seconds into the procedure the console touchscreen went black. The doctor turned the console off and back on. It worked for a second and then went black. At that point the doctor opted to abort the surgery. The patient was reported as being in good condition; no injury, complication, or effect due to the procedure not occuring.